Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold when a ventricular capture test was performed during routine pre discharge check. It was noted that the capture threshold value was slightly elevated based on previous day measurements. Programming changes were made. The patient was asymptomatic and stable.